Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A scrub technician reported a system message displayed. The customer called back to technical services and mentioned the unit shut down on its own while there was nobody in the room. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The battery was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 12, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the customer reported event of system shut down cannot be determined conclusively. The root cause of system message (sm) is attributed to a nonconforming battery. (B)(4).